Event description:
It was reported to tyco healthcare/kendall that a customer had and issue with a dialysis catheter. The customer reports that the plastic under the beginning of the silicon extensions above the carbothane shaft was cracked and leaking.

Manufacturer narrative:
Submit date: 7/24/2008. An investigation is currently underway. Upon completion, the results will be forwarded.